Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2017 that the patient was admitted due to fever, dark urine, and lethargy. The driveline exit site had yellow/green, mucous-like drainage. The patient was diagnosed with driveline infection. Driveline culture revealed peptostreptococcus, and the patient was treated with vancomycin IV and levaquin IV. The driveline was debrided, and a wound vac was placed on (B)(6) 2017. Blood cultures were negative. The patient¿s c-reactive protein (crp) was 11.8 mg/dl, and the white blood count was reported as normal. No additional information was provided.

Manufacturer narrative:
The patient was ongoing at the time of the event. The patient later expired and the explanted pump was returned and evaluated under medwatch MFR report # 2916596-2017-00804. Refer to medwatch MFR report # 2916596-2017-00804 for a full evaluation of the device. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.